Event description:
Paramedics responded to a person in cardiac arrest. According to the reporter, the device intermittently stopped pacing during a pt event. The pt was transported to the hospital and no adverse affects were reported as a result of the alleged malfunction.